Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - e3(occupation).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on the patient cardiosave intra aortic balloon pump had condensation built up in the helium tubing causing alarms and shutdowns. Troubleshooting has included flushing the helium tubing and switching consoles. No patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, g1, g3, g6, h2, h3, h6 (problem code, type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) states, awaiting confirmation from the customer on which alarms occurred during the most recent incident on (B)(6). No service has been placed by hospital. No repair information available. In future if we receive any repair information will reopen and update the investigation.